Event description:
It was reported that the atrial lead exhibited low lead impedance and noise. The lead was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
User facility/importer report number-(B)(4).